Event description:
The customer reported that the insulin pump had battery alarms. The blood glucose reading was 117mg/dl. Troubleshooting was performed. The caller stated that the numbers are ramping on their own. Advised the customer that the up and down arrow may be stuck. The caller also mentioned that the buttons are unresponsive, and the device had a frozen display. Instructed the customer to remove the battery and to insert a new battery, but the device still had frozen display, and the time was not advancing. Advised the caller to remove the battery for two hours and to re-install the battery, but the device kept having frozen display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had frozen screen. Problem isolated to mother board. Unable to test for button/keypad unresponsiveness, battery out limit alarm or time/clock anomaly due to frozen screen.